Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6)); product type: 0195-heart valves; implant date; explant date product ID l-evolutfx-34 (lot: 0011600412); product type: 0195-heart valves; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve in a patient with a sievers type 0 bicuspid aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The delivery catheter system (dcs) was then inserted but was unable to cross the aortic valve. Subsequently, a second bav was performed, and the dcs and valve were inserted into the annulus. The valve was deployed to 80%; however, the valve dislodged into the ascending aorta on three separate attempts. The valve was recaptured into the dcs and withdrawn from the patient. A non-medtronic valve was successfully implanted. No adverse patient effects were reported.